Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) delivered several shocks, with no confirmation if the delivery was appropriate. The patient complained of chest tightness and pain. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since the reported issues of inappropriate shocks could not be delivered by this device since its only provides pacing therapy.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) delivered several shocks, with no confirmation if the delivery was appropriate. The patient complained of chest tightness and pain. This device remains in service. No additional adverse patient effects were reported. Information from the filed clarified the device only delivered pacing, so no shocks could have been delivered as inappropriate therapy. No further information is available.